Manufacturer narrative:
A1 - patient identifier: the complete sample ID (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely decreased sodium results for one patient sample while running on the architect c4000 processing module. The following data was provided: on (B)(6)2023: sid (B)(6): initial result = 119.5 mmol/l; repeat result = 138.2 (run on (B)(6)). Normal range: 136 - 146 mmol/l. Critical range: <120 or >155 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Customer service recommended the customer perform a precision study. The results were within range and a single definitive likely cause for the falsely decreased sodium results could not be determined. The architect c4000, serial number (B)(6) was considered the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify any trends related to the current complaint. There were no similar issues related to the architect system, likely cause part, or discrepant results as described in this ticket. The architect c4000 erratic result rates were within acceptable limits with no trends identified. A review of the device history records did not identify any non-conformances or deviations related to the current complaint. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified for architect c4000, serial number (B)(6) .

Event description:
The customer reported falsely decreased sodium results for one patient sample while running on the architect c4000 processing module. The following data was provided: on (B)(6) 2023: sid (B)(6) : initial result = 119.5 mmol/l; repeat result = 138.2 (run on (B)(6) normal range: 136 - 146 mmol/l critical range: <120 or >155 mmol/l there was no impact to patient management reported.